Event description:
The micro sagittal saw was returned for service. Upon evaluation at the manufacturer it displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. Additionally upon evaluation by the manufacturer a substance was found on the sag head that could indicate that the device was leaking. There was no patient involvement and no adverse consequences to the user alleged with this event.

Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found on the rotor. The rotor was stuck in the motor.